Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose level was "high" on the continuous glucose monitor (cgm). Elevated blood glucose levels were addressed by manual insulin injection. Customer reverted to an alternate method of insulin delivery.